Manufacturer narrative:
(B)(4).

Event description:
The thermacor 1200 infusion system was being used at stanford hospital on (B)(6) 2015. The hospital stated that the cassette started leaking at the roller pump door area. The hospital found the cassette tubing had not been loaded into the pump door area correctly, and the roller pump door pinched the tubing causing the leakage. The cassette was changed out and the surgery continued with the thermacor 1200 system. No patient injury or extended surgery time was needed for changing out the cassette. Additional training was suggested to the hospital.